Event description:
Surgery was done on (B)(6) 2004 to remove the trochanteric nail and lag screw and replace it with a bipolar prosthesis. The original trochanteric nail fixation was done (B)(6) 2003 to repair a fractured r. Hip. On (B)(6) 2003, the patient was returned to the operating room to reposition the migrating leg screw.